Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, biometric identifier was failed post server upgrade. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 21-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier had failed. A technical support specialist applied a new update using the knowledge article (bioid lumidigm update package 1.3 release for es ¿ failure recovery fix) and updated the driver to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.